Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during the procedure. The jaws of the device locked onto patient tissue. The stapler and the reload locked in the fire moment. No known impact or consequence to patient.